Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited unacceptable thresholds at multiple sites. The lead could not be repositioned as the stylet could not be inserted anymore. The lead was not used and a new lead was implanted. The patient was stable during the procedure and recovering. During device check one day post procedure, the patient were doing well.